Manufacturer narrative:
The device was not returned for analysis. Investigation concluded, the root cause of the purge pressure increase was unable to be determined as no product or logs were returned for analysis. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with postcardiotomy cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support and experienced high purge pressure. Approximately four days into support, there was a sharp increase in purge pressure / decrease in purge flow rate. The purge cassette was suspected to be defective, and the purge cassette was replaced. However, the event was unresolved after replacing the purge cassette. A decision was made to replace the device due to due to high risk of pump stoppage. The device was explanted and observed with no blood clots or other adhesion to it. The patient expired approximately 14 days later after explant and replacement of the initially implanted device. Of note, there was no report/information that indicated the replacement device did not function as intended. The initially placed pump needed to be exchanged for purge issues, and it cannot be said given the limited amount of information that the pump exchange did not contribute to the overall outcome.